Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of luer fitting break is attributed to user.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal seal to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The seal was found to be broken at the luer fitting. A piece measuring approximately 0.228" x 0.303" was returned.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the cannula seal on arm 4 broke at the connection port, causing a loss of pneumoperitoneum. Upon further examination, it was noticed that the connection screw port had cracked, causing it to fall off with the co2 insufflation tubing. A new seal was retrieved, and case was completed. There were no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: there was a rapid decrease of internal co2 pressure due to the port screw cracking, causing the insufflation tubing to fall away. The surgeon was still dissecting the tissue to reveal the critical window of the cystic duct & cystic artery when the issue occurred. There were no intraoperative complications besides what was reported. Another seal was introduced as a replacement. A kelly clamp was used to remove the broken piece of the screw port from the insufflation.